Manufacturer narrative:
Follow-up repair information & root cause: the field service engineer (fse) replaced the power management board and the problem was not corrected. The fse replaced the cpu board and the problem was corrected. Failure analysis on the returned cpu board and power management (pm) board shows that the cpu pcba and power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.